Manufacturer narrative:
Qn#(B)(4). The customer reported a 6.0 ett was used, but the catalog and lot numbers could not be identified. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Veterinary hospital reported the et tube deflated during use. The tube was checked prior to surgery. No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer reported a 6.0 ett was used, but the catalog and lot numbers were not available at the time of this report.

Event description:
Veterinary hospital reported the et tube deflated during use. The tube was checked prior to surgery. No patient harm or injury reported. Patient condition reported as "fine".